Manufacturer narrative:
Block h11: correction to block b7. Block b5 and block h6 (device code) has been updated based on additional information received on january 4, 2026 and january 15, 2026. Block h6: imdrf device code a0401 captures the reportable event of the handle cannula break. Imdrf device code a23 captures the reportable event of basket failure to crush stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the trapezoid rx was intended to fragment and remove stones. However, upon deployment, the connection between the handle and suture line was found to be broken. A new basket was opened, and the stones were successfully fragmented and retrieved, completing the procedure. There were no patient complications as a result of this event. Additional information received as of january 04, 2026: the handle cannula broke during refraction and failed to crush the 1x1.2cm stone. The basket was shaken gently to dislodge the stone and the basket was gently pulled out. The procedure was extended by 5 minutes due to replacing with another trapezoid rx basket.

Manufacturer narrative:
Block h6: imdrf device code a0401, captures the reportable event of the handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the trapezoid rx was intended to fragment and remove stones. However, upon deployment, the connection between the handle and suture line was found to be broken. A new basket was opened, and the stones were successfully fragmented and retrieved, completing the procedure. There were no patient complications as a result of this event.